Manufacturer narrative:
Reported event ¿there was a patient burnt while using 410-2000¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon evaluation of the photos and IFU; a possible cause of this event could be contamination of the device packaging. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 43 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Per the instructions for use, the user is advised to not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 410-2000, surefit, dual dispersive electrode, contact quality monitor lot number 202304084 was being used on 14oct24 during an unknown procedure when it was reported ¿they have a patient burnt while using 410-2000.¿ further assessment questioning found that the patient obtained a 1st degree burn, and it is unclear if any medical intervention took place. It was also clarified that the burn was on the back of the patient's calf. The current status of the patient is also unknown. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer that the 410-2000, surefit, dual dispersive electrode, contact quality monitor lot number 202304084 was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿they have a patient burnt while using 410-2000.¿. Further assessment questioning found that the patient obtained a 1st degree burn, and it is unclear if any medical intervention took place. It was also clarified that the burn was on the back of the patient's calf. The current status of the patient is also unknown. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.